Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) shuts off during the self-test. Troubleshooting determined that the battery voltage was low. The epg remains in use. There was no patient involvement.